Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a compression pump. The customer reports that the unit was in theatre at the time of the incident; prior to surgery commencing, the unit was plugged in and the sparking and smoking occurred as soon as the unit was switched on. The unit was switched off and removed from use; there was no adverse effect to the pt as a replacement machine was used instead. The hospital's medical engineering report stated that the reason for this is that the power cable insulation is fractured at the point where it enters the back of the unit, thus exposing the electrical wires.